Event description:
Medtronic received a report that the pipeline failed to open in the distal section. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm in the right c2 with a max diameter of 8 mm and a 4.2 mm neck diameter. Landing zone: distal: 4.3 mm and proximal: 5.0 mm. It was noted the patient's vessel tortuosity was normal. The postoperative findings related to blood flow contrast showed the procedure was performed with the coil, and no eclipse signs were observed. No abnormalities were observed in the blood flow. It was reported that the sleeve of the product was removed with the m1 and it was scheduled to be dropped to the expected placement position, however, the tip could not be expanded successfully, so a full resheath was performed twice. Afterwards, the deployment began, but the proximal end got frayed into a trumpet-like shape. It was reported deployment failure occurred in the distal stent region. The pipeline was positioned in a proximal bend. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline had been resheathed two or less times. There was no operation performed or another device used. The stent was removed from the patient's body. The pipeline was resheathed and retrieved with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of ped2-475-20, lotno: b524106. Visual inspection summary: the distal and proximal dps restraints were intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation. The distal and proximal ends of the braid were opened and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Conclusion: based on the returned device, the customer complaint was not confirmed, as the distal and proximal ends of the braid were fully opened and frayed. The cause of the failure to open could not be determined. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, or user deploying braid in vessel bend. The customer reported that the patient¿s vessel tortuosity was normal, ruling out vessel tortuosity as a potential cause. In this event, the damaged braid and the user deploying the braid in the vessel bend may have contributed to the failure to open. The braid can become damaged due to over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.